Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.